Event description:
It was reported that tandem mobi pump battery would not charge while customer was on vacation and using third-party charging equipment. There was no reported impact to the customer¿s blood glucose level. Customer relied on multiple daily injections as backup insulin therapy, technical support arranged a replacement pump.